Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. The patient experienced inaccurate cgm values which occurred the day the sensor was inserted into the arm. The patient was experiencing confusion, disorientation, nausea, and lightheadedness. The patient was driving and received an urgent low alert with a cgm reading of 54 mg/dl. The patient drove to the nearest mcdonalds to have something to eat. Despite eating, the cgm was still reading ¿low¿ (no specific value provided). There was no bg meter comparison value was provided at this time. The patient then went to the nearest heath center, but they were not able to help her, so the center called 911. Emergency medical service arrived and transported the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was 434 mg/dl. No cgm value was provided at this time. The patient was treated with insulin and an unspecified IV bag. An unspecified time later, the patient¿s bg meter reading had gone down to 379 mg/dl. The patient was discharged from the ER approximately three hours later. The patient was in good condition at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after the patient ate. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 12/30/2023.

Manufacturer narrative:
(B)(4).